Event description:
It was reported that there was post pace t-wave oversensing (twos) on the patient's right ventricular (rv) lead. It was noted that this had also occurred in the past and that reprogramming had been attempted. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.